Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed that the spike had broken off of the chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a luer activated valve set "sheared off into the bag". This occurred during setup, while the spike was being pushed up into a bag of an unknown solution. The spike was reportedly .5 centimeters long; however, it was not specified if this was the length before or after the break. There was no patient involvement. No additional information is available.